Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00576.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there were major drifts with partial pressure of carbon dioxide (pco2) values on the arterial side of the blood parameter monitor (bpm). After running the first arterial blood gas (abg) on cpb, the displayed pco2 will usually be much higher than that on the point of care (poc) blood gas analyzer. After recalibrating for this discrepancy, the bpm seemed to over compensate and the pco2 would read very low. As such, the perfusionist (ccp) will always have to run another abg immediately to recalibrate the pco2. The device was not changed out, as they performed additional blood gas analysis. The surgical procedure was completed successfully. No blood loss, although additional blood gases were needed and no adverse consequences to the patient. Per the clinical review on 21-sep-2015: according to the ccp, there were major drifts with pco2 values on the arterial side of the bpm. This issue occurs with regular use and there was not one specific date of occurrence. Typically, the pco2 on the blood gas is significantly lower than that initially indicated on the bpm. After recalibration with the results from the first blood gas on bypass, the pco2 on the bpm then reads too low (i.e. Overcorrection). This requires that they run another abg and recalibrate the bpm again to obtain more accurate pco2 readings. The bpm is always gas calibrated with the calibrator 540 prior to use. This issue seems to be related to an acidotic prime. When the ccp buffers the prime with nahco3 (sodium bicarbonate), the problem appears to resolve and the pco2 values on the bpm are more accurate. The patient was not treated as a result of the inaccurate data. The case (s) was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) could not duplicate the reported issue. The blood parameter monitor (bpm) will be sent to central engineering for further testing.

Manufacturer narrative:
The reported complaint was not confirmed. The monitor met specification with no inaccuracies observed during testing in central engineering. Per the (B)(4) software upgrade, no accuracy is claimed until after gas calibration and an in-vivo calibration are performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.